Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with 430cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture as well as bilateral rupture of her prostheses, which was confirmed via ultrasound. As a result, the patient underwent removal and replacement with 455cc mentor memorygel breast implants on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-05119 for the contralateral event.